Event description:
It was reported to boston scientific corporation that a axxcess ureteral catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the tip of the catheter broke inside the patient. The physician completed the procedure with another axxcess ureteral catheter. The condition of the patient following the event was reported as "fine". The patient age was reported to be (B)(6). Follow-up information received stated that the physician does not have plans at this time to retrieve the broken piece from the patient. Physician stated that due to patient's unusual and difficult anatomy, he hit something tight in the patient's anatomy and the catheter snapped.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the distal end of the catheter was jaggedly torn and not returned for evaluation. The extrusion was found to be stretched in multiple places including just proximal to the tear in the device. Aligning the graduation markings of the returned device and a non-deformed catheter, approximately 1 centimeter of the distal end of the returned device had detached.

Event description:
It was reported to boston scientific corporation that a axxcess ureteral catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the tip of the catheter broke inside the patient. The physician completed the procedure with another axxcess ureteral catheter. The condition of the patient following the event was reported as "fine". (B) (6). Follow-up information received stated that the physician does not have plans at this time to retrieve the broken piece from the patient. Physician stated that due to patient's unusual and difficult anatomy, he hit something tight in the patient's anatomy and the catheter snapped.